Manufacturer narrative:
(B)(4). The customer returned one sheath and dilator for investigation. The non-arrow catheter was not returned for evaluation. The returned sheath was visually examined with and without magnification. No defects or anomalies were observed. The inner diameter of the sheath was measured and was found to be within specification. A lab inventory 8 fr edwards catheter was passed through the returned sheath with no resistance met. A device history record review was performed on the sheath with no relevant findings. The reported complaint of difficulty passing an 8 fr catheter through the sheath could not be confirmed based upon the sample received. The catheter in question was not returned. However, the returned sheath met all dimensional requirements and a lab inventory 8 fr catheter could be passed through the sheath with no difficulty. No problem was found with the returned sample.

Event description:
The customer reports that during a cardio angiogram the doctor tried to pass a medtronic eb 3.5 8f x 100cm catheter through the flexi sheath but it would not go through the tip of the flexi sheath. It was seen to be stretching the flexi sheath as they tried to push the catheter through. Two more of the same catheters were tried and the same result occurred (documented in MDR# 9680794-2017-00103 and MDR# 9680794-2017-00104). The doctor was unable to perform the procedure. No patient injury reported. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during a cardio angiogram the doctor tried to pass a medtronic eb 3.5 8f x 100cm catheter through the flexi sheath but it would not go through the tip of the flexi sheath. It was seen to be stretching the flexi sheath as they tried to push the catheter through. Two more of the same catheters were tried and the same result occurred (documented in MDR# 9680794-2017-00103 and MDR# 9680794-2017-00104). The doctor was unable to perform the procedure. No patient injury reported. No patient complications reported.